Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. However device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed self test. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they were hospitalized due to high and low blood glucose on (B)(6) 2018 and the customer also state that drive support cap was flush. The customer¿s blood glucose was 378 mg/dl at the time of incident. The customer also report the blood glucose was 40 mg/dl. The customer state that keys were hard to press. Customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.